Manufacturer narrative:
The event date has been updated. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity stents were implanted into the lad. Approx four days post index procedure the patient blood test results were positive for fecal occult. The patient was on dapt 24 hours prior to the event. The patient was treated with medication. The investigator and safety assessed the event as not related to the index device but possibly related to anti-platelet medication.